Manufacturer narrative:
Patient status update was provided on (B)(6) 2020, which indicated the physician stated the patient died from a stroke. The date of the patient's death is unknown.

Manufacturer narrative:
A search for non-conformance associated with the reported part/ lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device implanted in the patient and was not returned to the manufacturer for analysis. Procedural images were not provided for review; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies device migration, vessel occlusion, vessel stenosis or thrombosis, and neurological deficits including stroke and/or death as potential complications associated with use of the device.

Event description:
It was reported that treatment was performed for an internal carotid artery (ica) aneurysm. After the fred was implanted in the ica, the fred and the ica became totally occluded with clot. There was no flow to the patient's left cerebral hemisphere. The fred migrated and the aneurysm was left open to blood flow. The next day, the aneurysm was embolized with coils. The patient died sometime later; however, the date and cause of death is unknown. The relationship of the fred to the death is unknown.